Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the open-heart surgery procedure, atrial lead dislodgement was observed. The lead was explanted a week later. The atrial port was plugged. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: d10. The damage found was sustained during the surgical procedure. The lead was otherwise normal.